Manufacturer narrative:
(B)(4). (B)(6). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 10 bd vacutainer® safety-lok¿ blood collection sets leaked during use. The following information was provided by the initial reporter: "safety-lok is showing leakage when multiple number of tubes are drawn. Customer see a higher frequency of blood spillage from cannula when more tubes are drawn from the wingset."

Event description:
It was reported that 10 bd vacutainer® safety-lok¿ blood collection sets leaked during use. The following information was provided by the initial reporter: "safety-lok is showing leakage when multiple number of tubes are drawn. Customer see a higher freqence of blood spillage from cannula when more tubes are drawn from the wingset."

Manufacturer narrative:
H.6. Investigation: investigation summary: bd received both used and unused samples from the customer facility for investigation. The used samples were evaluated and it was observed that the non-patient needle had pierced through the side wall of the rubber sleeve. The unused samples, along with retention samples selected from bd inventory, were evaluated through visual inspection, silicone quantity check, and sleeve performance testing and upon completion, the issue relating to leakage was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the (used) customer samples, the customer¿s indicated failure mode for sleeve leakage with the incident lot was observed. Evaluation & testing of the retain samples was also conducted and no leakage was observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.